Event description:
It was reported that during a pulse field ablation procedure the farawave 31 mm - us catheter was selected for use, the guidewire could be pulled but could not be pushed. It was originally reported that the guidewire was not smooth to be inserted and withdrawn than usual. A new gw was used to complete the case. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter has been received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was not returned with the original guidewire inserted. Functional testing was performed, and a wire was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product.

Event description:
It was reported that during a pulse field ablation procedure the farawave 31 mm - us catheter was selected for use, the guidewire could be pulled but could not be pushed. It was originally reported that the guidewire was not smooth to be inserted and withdrawn than usual. A new gw was used to complete the case. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.